Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 9, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on december 28, 2021.

Manufacturer narrative:
B4 (date of this report) and g2 (date received by manufacturer) reported in the initial report is incorrect. The correct date should have been jun 14, 2021. This report is submitted on sep 08, 2021.

Manufacturer narrative:
This report is submitted on july 12, 2021.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement during an MRI. The patient's head was wrapped as recommended by cochlear. Additional information has been requested but has not been made available as of the date of this report.